Event description:
It was reported that non-sustained ventricular oversensing was observed. The patient reported having done some electric welding. The noise could not be reproduced in-clinic, and the lead remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.